Manufacturer narrative:
Angiodynamics has received notification that we no longer are eligible to participate in the alternative summary (asr) program for the product families of vortex and smartport. This retrospective MDR is being filed at this time based on the new ineligibility notice, dated june 12, 2017. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description is not confirmed, as no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A ship history review of the packaging, port assembly and catheter tubing lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, (105362, rev. K) which is supplied to the user with this catalog number, contains the following statements: port and catheter preparation: prime the port system prior to placement using 10 ml of normal saline or heparinized saline (100 units/ml). Attach the anti-coring needle to the syringe, penetrate the septum of the port, and flush the system. With dual lumen systems, both lumens must be flushed with heparinized saline. Indications for use: the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Use of the dual lumen port for blood apheresis (circulation) therapies is not indicated in the port dfu. Use of the port for this type of therapy may be a contributing factor in inter-lumen leak due to septum wall perforation/burst, i.e. Pump pressure and/or occluded lumen. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2016: patient had the port placed (B)(6) 2013. Procedure results noted decreased efficiency on (B)(6) 2015. Efficiency continued to diminish until (B)(6) 2016 and (B)(6) 2016, when recirculation of dye was clearly noted in the procedure results. A dye study performed on (B)(6) 2016 showed contrast exiting from multiple areas at the side of the catheter near the tip. The patient has not had the port removed at the time of this report. At the time of this report, the defective device is not available for return to the manufacturer for evaluation as it remains implanted in the patient.